Manufacturer narrative:
The customer's strips were returned for investigation. The returned strips were measured with retention meter using quality control materials. Control ranges: level 1 1.7-3.3 mmol/l, level 2 14.5-19.6 mmol/l. Results: vial #1 level 1: 2.4 ,2.4,2.4 mmol/l , level 2: 16.5, 16.4, 16.9 mmol/l . Vial #2 level 1: 2.4 mmol/l , level 2: 16.0 mmol/l . Vial #3 level 1: 2.5, 2.4, 2.4 mmol/l , level 2: 16.4, 16.4, 16.5 mmol/l . Vial #4 level 1: 2.4, 2.4, 2.4 mmol/l , level 2: 16.3, 16.3, 16.1 mmol/l . All returned results are within an acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable glucose results for 2 patient from two accu-chek inform ii meters. For patient 1 the meter serial number was (B)(4). For patient 2 the meter serial number was (B)(4). For patient 1 at 07:42 the result from the meter was 11 mmol/l. At 07:45 the result from the meter was 4.9 mmol/l. At 07:45 the result from the meter was 8.8 mmol/l. For patient 2 on (B)(6) 2019 at 11:19 the result from the meter was 19.3 mmol/l. On (B)(6) 2019 at 11:23 the result from the meter was 8 mmol/l. On (B)(6) 2019 at 11:24 the result from the meter was 23.1 mmol/l. There was no allegation of an adverse event.